Event description:
Shockwave balloon ruptured and dislodged in the r(ight) common iliac after inflation. Physician deployed stent and pushed balloon against wall of vessel. Physician note: we want to do our final shockwave therapy at the aortoiliac bifurcation at the completion of all the therapies delivered, and as we were done, the balloon ruptured. The maximum balloon dilatation throughout the procedure was 8 atmospheres. We therefore proceeded to extract the shockwave balloon, and upon withdrawal we noted that the distal half of the balloon remained within the body at the level of the right common iliac artery on our wire. We then proceeded to advance our self-expanding stent epic 12 x 60 that extended from the ostium of the right common iliac artery to the very proximal right external iliac artery. This entrapped the segment of the balloon that was left in the common iliac artery. Remnants of the shockwave balloon were trapped outside the deployed stent in the common iliac artery (black dot noted). The patient was told a remnant of the shockwave balloon was left in his body but securing and crushed outside a stent in the right common iliac artery. No harm to patient.